Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2018 there was a settings not available message on their controller screen while on program a. The patient stated that it seems like they have a lot of problems with both the ins and controller. They could not increase the intensity at all on program a and it would give them the settings not available error message. On (B)(6) 2018 the power was all gone in the ins. They recharged the ins but ever since then the controller is showing that it cannot find the device. They have to try it several times and even put the controller right on the ins to find it. On (B)(6) 2018 they could not increase the intensity for program b and were seeing the same settings not available screen. Their shoulder hurts immensely and they do not think the ins is working because their shoulder is hurting. The patient tried decreasing and increasing but that did not seem to resolve the issue. The stimulation will go down but when they try to go back up the settings not available comes back up. The patient noted that their ins is down to 70% and now it is at 60% and it took about an hour to charge the ins to 100%. They have an appointment with a healthcare professional (hcp) and manufacture representative (rep) today. Additional information was received from the rep on (B)(6)2018. The rep stated that there was an out of regulation (oor) and the patient was unable to feel the stimulation. Troubleshooting indicated that electrode 0 was approximately 40,000 ohms. The rep removed electrode 0 from group a and b (reprogrammed). They are now able to increase to 3.8 ma (previously could not increase beyond 1.2 ma) and the patient was feeling stimulation. The event date was noted to be (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was told that she would need to charge ins every 7-10 days. After 3 days it said the ins was dead already and she had to charge. She charged and the charge lasted 2 days. She recharged again yesterday morning and today it is telling her she needs to charge again. Patient was afraid that by the end of the week it will not keep a charge at all. Patient was not pleased with this device. Patient thought it was not functioning as it should be. It was reviewed with caller how programmed parameters affect recharge interval. It was reported that patient saw hcp on monday and hcp did some reprogramming because it was not working right. Patient further stated that there was a lead or something that was not working, it was not allowing the first 2 programs to run at all. Patient was going to see hcp in a month and will let them know. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient and had noticed that she had only two high impedances at her post operation visit. The cause of the high impedances are unknown. The patient was reprogrammed and given instructions as far as how to recharge. The patient was directed to call the manufacturer representative if she had any questions or problem; however, the manufacturer representative has not heard back from her. There were no further complications reported or anticipated.